Event description:
It was reported that the patient was going through radiation therapy and that the device experienced an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Write to locked ram por with ecc-lia conflict, address=67f6, data=09 on (B)(4)-2011 11:35:57 and single bit ecc error, addr=5d2b, data=26, on (B)(4)-2011 00:02:00. A 1 - patient alert for device circuit error on (B)(4)-2011 11:35:57.